Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead was not pacing at the programmer output. Additionally, during threshold testing it was identified that intermittent capture was noted at maximum device outputs. The rv lead was programmed to sub threshold outputs and the device was programmed to left ventricular (lv) pacing only as good lv threshold measurements were observed. The patient remained in the hospital for a future lead reposition and/or replacement procedure. No additional adverse patient effects were reported.